Event description:
Rptr complains of rashes, scaly skin, burning pain in chest, hands turn red when cold, joint swelling and tenderness, enlarged lymph nodes, muscle aches, pains and weakness, loss of memory, reflex, balance and sensation, hair loss, photosensitivity, sleep disturbance, easy bruising, chronic fatigue, night sweats, nose and mouth ulcers, low grade fevers, and tingling in legs, arms, hands and feet. (Same rptr referred to in 1002173.)